Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller was displaying a backup battery fault with the yellow wrench illuminated. The battery was reseated several times, but the alarms did not resolve. The patient was given a new system controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(6)). The log file captured backup battery fault alarm events that appear to have cleared and then recur. The alarm was active as a result of a backup battery load test failure fault. The returned system controller and 11v backup battery was functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 31jan2019. It was noted the system controller was shipped with 11v backup battery (serial # (B)(6)). Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.